Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was several times reported that there was a big difference between the pressure measured by the arterial blood pressure cuff and the arterial pressure measured by the sensor (in right femoral line) - e.g. Invasive pressure: 87mmhg / pressure off: 140mmhg. No patient injuries were reported.